Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the product code of the stapler was listed as both the echelon endopath and the ats45. Can you please confirm the correct product code of the device as these represent two different product families: the product code of an echelon 45 device would be any of the following: ec45, sc45, ec45a, sc45a, etc. Endopath ets-flex45, ref# ats45. It was not echelon it was ethicon.